Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Unknown defect occurred. We are confirming about details. Additional event information it was reported that on an unknown date, the patient underwent the primary surgery. It is unknown whether the implants other than reported products used in the primary surgery are jj products or not. On (B)(6) 2016, for reasons unknown, the cup was made by another company. On (B)(6) 2024, the cup was replaced by another company due to de-rotation, and the stem and head were replaced because the stem had little anteversion. No further information is available.